Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6009810: manufacturing date: july 23, 2010; expiration date: july 31, jul/2015. Lot 6476904: manufacturing date: may 25, may/2011 expiration date: may 31, 2016 reason for device explant and/or reoperation: left rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture, and right side capsular contracture; baker grade iii postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503251bc; serial number (B)(6) on the left side, and with catalog number 3503251bc; serial number (B)(6) on the right side on (B)(6) 2023. Lot number is either 6009810 or 6476904. When additional clarification is received regarding sides and lot number associated to the side, supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On september 27, 2023, the mentor failure analysis lab received the device for evaluation, and evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel mod-rnd 325cc breast implant was found to have a tear on the anterior view, measuring approximately 8.0 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Lot number 6009810 is being reported as the left side, and lot 6476904 is reported as right side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).